Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), genital haemorrhage ('bleeding') and embedded device ('bilateral essure device apparently completely lying within the central myometrium - endometrial on the right, partially on the left.') In an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included metabolic syndrome, polycystic kidney, polycystic liver disease, polycystic kidney, gastric bypass and deep vein thrombosis. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (ablation and she had bilateral salpingectomy, removal of essure device and repair of uterine perforation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered embedded device, genital haemorrhage, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: it was reported that two coils resultant on patient's left ostia and 3 coils resultant on patient's right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure rods were present bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), genital haemorrhage ('bleeding') and embedded device ('bilateral essure device apparently completely lying within the central myometrium - endometrial on the right, partially on the left.') In an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included metabolic syndrome, polycystic kidney, polycystic liver disease, polycystic kidney, gastric bypass and deep vein thrombosis. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (ablation and she had bilateral salpingectomy, removal of essure device and repair of uterine perforation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered embedded device, genital haemorrhage, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: it was reported that two coils resultant on patient's left ostia and 3 coils resultant on patient's right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2006: essure rods were present bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.